Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the spin collar of a bifuse extension tubing cracked and broke during an unspecified infusion. Although requested, no additional event information has been provided; there was no leaking or patient harm.

Manufacturer narrative:
Lot number is unknown.

Manufacturer narrative:
The customer¿s report of a broken extension set was confirmed. Visual inspection observed that the spin collar of the male luer had a 7.3 mm crack. No signs of physical strain were observed on the outer portion of the spin collar. Functional testing was not performed as the spin collar was received detached from the male luer tip. Dimensional testing found that the male luer tip was within specifications. The root cause of the crack on the male luer was not identified.